Event description:
While hosp staff member was in pt's room, staff used a two-way radio causing the ventilator to shut off. No negative outcome, rn re-set vent. Further testing after this incident revealed that facility's two-way radios can not be used within 8 feet of pts. Signage regarding the use of electronic equipment has been posted and in-services to the staff completed. MFR: this hosp reported that this unit did not alarm during this event.